Event description:
Cs insertion was made with this catheter. After less than 10 mins. Of use inside the body the operator tried to rotate the tip, but this was impossible. X-ray revealed a severe kink in the mid-distal section of the catheter. The result was that the catheter got completely stuck in vessel and only after many attempts the operator managed to withdraw it.